Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the handpiece occluded and the patient experienced a posterior capsular tear which required a vitrectomy.

Manufacturer narrative:
The customer reported that the handpiece indicated there was an obstruction/occlusion followed by a phaco handpiece switch out. A posterior capsular tear (pc tear) occurred. An anterior vitrectomy was performed, followed by a three piece intraocular lens (iol) implant. There were two handpieces in use during the case. However, the nurse did not identify which handpiece ¿occluded¿ or which one was used to complete the case. Additional, related information was requested but was not obtained. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule. The phaco handpiece (s/n (B)(4)) was manufactured on february 5, 2009. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece (s/n (B)(4)) was manufactured on january 9, 2009. Based on qa assessment, the product met specifications at the time of release. As of june 14, 2017, a review of complaints for the last 24 months did not indicate any additional related reports for these two phaco handpieces. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).